Event description:
The implant card was received confirming the generator and lead replacement surgery on (B)(6) 2012. The reason for the replacement was not indicated.

Event description:
Additional information was received indicating the patient was scheduled for generator and lead replacement surgery on (B)(6) 2012. X-rays were ordered, but they will not be returned to the manufacturer since surgery was the next day. No patient manipulation or trauma was reported by the father that could have caused/contributed to the high impedance. The explanted facility indicated that they will not return the explanted products. It was again clarified that a pin insertion issue was ruled out because they reinserted the pin multiple times during replacement surgery in july. Generator tests and system diagnostic tests were performed during the surgery on 2012, confirming the high impedance. The surgery occurred as scheduled on (B)(6) 2012, and all diagnostics were reportedly okay following replacement.

Event description:
It was reported that during a generator replacement surgery due to end of service, high impedance was observed during system diagnostics in the operating room after the lead was connected to the replacement generator. Pre-operative diagnostics were not performed due to the explanted generator being at end of service so it could not be communicated with. The replacement generator was removed, and a test resister was used to perform generator diagnostics where all results were "normal". The exact results were not provided. The lead was reattached to the replacement generator, and high impedance was still present. At that time, the surgeon placed the replacement generator connected to the leads back into the patient and left the device turned off. It was planned to schedule a consult with the patient and family. It was reported that the patient does not feel the vns stimulation, as the patient's settings provided on (B)(6) 2012 revealed that the device was in fact programmed on. Attempts for additional information have been unsuccessful to date.

Event description:
Additional information was provided indicating that no patient/manipulation or trauma is suspected, and the neurologist did not provide when the last good system diagnostics were performed since pre-op diagnostics. The neurologist referred the patient for surgical consult and requested for ap/lateral chest and neck x-rays be taken during consult. No additional information was available at this time. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.